Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited under-sensing of atrial fibrillation. Programming changes were performed. The patient was stable.